Event description:
It was reported that the air-in-line alarm sounded, despite no air being visible in the as lvp bld180m 15d ss. When the tubing was "flicked" near the sensor to try and dispel the alarm, the tubing "completely snapped" and blood leaked out. The following information was provided by the initial reporter: "the pump kept alarming for ¿air in line,¿ despite no visible air. The nurses grabbed a new channel and a new brain and continue to get this alarm. The nurse took the tubing out of the pump to gently flick the flexible part near the air censor. When she did, the tubing completely snapped, resulting in us having to waste the entire unit of blood."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the pump was alarming of air in line, despite no visible air. The nurse then proceeded to remove the tubing from the pump, to "gently flick" it, which resulted in the tubing completely snapping. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 20087224 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air-in-line alarm sounded, despite no air being visible in the as lvp bld180m 15d ss. When the tubing was "flicked" near the sensor to try and dispel the alarm, the tubing "completely snapped" and blood leaked out. The following information was provided by the initial reporter: "the pump kept alarming for ¿air in line,¿ despite no visible air. The nurses grabbed a new channel and a new brain and continue to get this alarm. The nurse took the tubing out of the pump to gently flick the flexible part near the air censor. When she did, the tubing completely snapped, resulting in us having to waste the entire unit of blood."